Manufacturer narrative:
H.6. Investigation summary: 22 loose 10ml syringes were received in ten separate ziplock bags. Seven out of ten bags had multiple potential batch numbers written on them, indicating loss of batch traceability of the samples. Only three bags were identified by a single batch number. The samples were visually evaluated. Bag 1 contained two syringes from either batch #9092591 or 9114756. One syringe had burnt flange and multiple black embedded foreign matter particles throughout the barrel wall. It was from mold c09 cavity 25. One syringe had major barrel damage to its wall affecting function. Bags 2 and 3 contained syringes from batch #9064582. Three syringes had distorted stopper defect. One syringe had a cut off stopper ¿ a piece of it was missing ¿ from vendor. Bags 4, 7, and 10 contained syringes from multiple potential batches: 9092591, 9064582, 09092595, 9150945, 9114756. All 11 syringes in the three bags had distorted stopper condition. Bag 5 contained one syringe from batch #9150945. The syringe had major plunger rod damage near the stopper, which affected the stopper positioning within the barrel. Bag 6 contained one syringe from batch #9064582, 9092595, or 9114756. The syringe had major damage affecting function to the barrel and the plunger rod. Bag 8 contained one syringe from batch #9064582 or 9092595. The syringe had loose foreign matter which appeared to consist of small black particulate and silicone residue behind the stopper outside the fluid path. The foreign matter was observed on one side of the barrel wall extending from the flange to the back of the second (back) stopper rib. The amount of foreign matter was rejectable per product specification. Bag 9 contained two syringes from multiple potential batches: 9092591, 9092595, 9150945, 9064582. Both syringes had missing stoppers. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Since there is no batch traceability for most of the returned defects and batches, defective rate for those cannot be calculated. Potential root cause for the distorted stopper, missing stopper, damaged barrel and plunger rod defects is associated with the assembly process. Potential root cause for cut off stopper defect is associated with the defective material from supplier. Potential root cause for the embedded foreign matter defect is associated with the molding process. Potential root cause for the loose foreign matter defect is associated with the assembly process. No corrective actions are necessary based on the defective rates identified. All batches listed are considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd syringes with the luer-lok¿ tip from lot# 9064582 were found with damaged stoppers. Additionally, two unspecified lots with 1 syringe each, one unspecified lot with 4 syringes, one unspecified lot with 6 syringes, and 1 syringe from lot# 9150945 were also reported to have had the same stopper issues. Furthermore, 1 syringe from an unspecified lot was reported to have had "damaged plastic". All defects were found before use. The following information was provided by the initial reporter: " 1. Lot 9092591 or lot 9114756 ¿ two syringes with particulate on them. 2. Lot 9064582 ¿ two syringes with damaged rubber. 3. Lot 9064582 ¿ two syringes with damaged rubber. 4. Lot 9092591 or lot 9064582 ¿ one syringe with damaged rubber. 5. Lot 9150945 ¿ one syringe with damaged rubber. 6. Lot 9064582, lot 9092595, or lot 9114756 ¿ one syringe with damaged plastic 7. Lot 9092595, lot 9092591, lot 9150945, lot 9064582, or lot 9114756 ¿ four syringes with damaged rubber. 8. Lot 9064582 or lot 9092595 - one syringe with black particulate on plastic. 9. Lot 9097591, lot 9092595, lot 9150945, or lot 9064582 ¿ two syringes with missing rubber. 10. Lot 9092591, lot 9092595, or lot 9064582 ¿ six syringes with damaged rubber."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9064582. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-03-05. Medical device lot #: 9150945. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-30. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd syringes with the luer-lok¿ tip from lot# 9064582 were found with damaged stoppers. Additionally, two unspecified lots with 1 syringe each, one unspecified lot with 4 syringes, one unspecified lot with 6 syringes, and 1 syringe from lot# 9150945 were also reported to have had the same stopper issues. Furthermore, 1 syringe from an unspecified lot was reported to have had "damaged plastic". All defects were found before use. The following information was provided by the initial reporter: " lot 9092591 or lot 9114756 ¿ two syringes with particulate on them. Lot 9064582 ¿ two syringes with damaged rubber. Lot 9064582 ¿ two syringes with damaged rubber. Lot 9092591 or lot 9064582 ¿ one syringe with damaged rubber. Lot 9150945 ¿ one syringe with damaged rubber. Lot 9064582, lot 9092595, or lot 9114756 ¿ one syringe with damaged plastic. Lot 9092595, lot 9092591, lot 9150945, lot 9064582, or lot 9114756 ¿ four syringes with damaged rubber. Lot 9064582 or lot 9092595 - one syringe with black particulate on plastic. Lot 9097591, lot 9092595, lot 9150945, or lot 9064582 ¿ two syringes with missing rubber. Lot 9092591, lot 9092595, or lot 9064582 ¿ six syringes with damaged rubber."

Manufacturer narrative:
Corrected information f.10. Device codes: 1354, 2944 h3 other text.

Event description:
It was reported that 2 bd syringes with the luer-lok¿ tip from lot#: 9064582 were found with damaged stoppers. Additionally, two unspecified lots with 1 syringe each, one unspecified lot with 4 syringes, one unspecified lot with 6 syringes, and 1 syringe from lot#: 9150945 were also reported to have had the same stopper issues. Furthermore, 1 syringe from an unspecified lot was reported to have had "damaged plastic". All defects were found before use. The following information was provided by the initial reporter". 1. Lot: 9092591 or lot: 9114756, two syringes with particulate on them. 2. Lot: 9064582, two syringes with damaged rubber.